Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they jumped into a pool and forget they were attached to the device. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 125 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.